Event description:
The customer contacted stryker to report that that their device would power itself on and off without any user intervention. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative reviewed the device electronic records and was able to verify the reported issue. The evaluation of the device is still ongoing. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify that device experienced a loss of power, but was not able to duplicate the reported issue. The service technician observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the codes and replacing as precaution the power pcb and the printer, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The suspected faulty power pcb was evaluated at the product assessment center (pac), but the issue could not be duplicated. A root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that that their device would power itself on and off without any user intervention. During evaluation, stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered.    There was no patient use associated with the reported event.